Event description:
It was reported that the endowrist curved-tip 30 stapler instrument had a broken mechanism. There was no injury to the patient associated with the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endowrist curved-tip 30 stapler instrument was analyzed and found to have a broken grip cable at the pivot tube. The cable was completely broken, and the segment containing the crimp was no longer intact. As a result, the grips were unable to open during in-house testing. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that could have contributed to the cable failure. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.